Event description:
The manufacturer was contacted in reference to a rep dream station device. The manufacturer received information alleging a large mass on lung, hemorrhaging into lung, and bilateral pneumonia. Medical intervention was not specified. The patient required hospitalization in ICU. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.